Manufacturer narrative:
(B)(4). Medical product: van ps open intl fem-rt 62.5 catalog #: 183106 lot #: j3935576; biomet cc cruciate tray 67mm catalog #: 141232 lot #: j3875602; series a pat std 34 3 peg catalog #: 184766 lot #: 987070.

Event description:
It was reported the patient underwent a right total knee arthroplasty. The patient experienced a stiff knee since the initial surgery. The surgeon noted this was not a result of the device. Subsequently, the patient underwent a revision procedure approximately seven months post-implantation. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femur and unknown tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a bearing revision procedure due to stiffness. However, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.